Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on keypad traces. No moisture damage was noted on electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a button error alarm on their insulin pump. Patient's blood glucose level is 276mg/dl. Customer stated she was high because of a soda at lunch. Trouble shooting is conducted and found nothing. Patient is advised to cease use of pump and resort to back up. Device will be returned. Replacement was sent to customer. No further information available.